Manufacturer narrative:
Additional information was added to the event description, initial reporter and the damaged instrument will not be returning for analysis because it was discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument would not pass verification.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Initial reporter not known at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tip of the pointer was bent. No patient was present at the time of the event.